Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two (2) unknown j&j coach self adhering sports wraps, lot # and UDI# is not available (B)(4). Part of recall numbers z-1201-2018 & z-1202-2018 recall: this report is for two (2) unknown j&j coach self adhering sports wraps: z-1201-2018 - coach® self-adhering sports wrap (size: 2in) z-1202-2018 - coach® self-adhering sports wrap (size: 3in) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported that after using two unknown coach self adhering sports wraps, one time, on both his ankles he got a rash. Consumer stated that he started use on (B)(6) 2017 and stopped use on (B)(6) 2017. Consumer first noticed the rashes on (B)(6) 2017 and he has fully recovered from the event on (B)(6) 2017. He self -treated with over the counter lotion.